Event description:
The pt reported experiencing elevated blood glucose of 460 mg/dl and she stated that the buttons were worn out on the infusion device. She began using her insulin pen as an alternate form of therapy. She stated that on occasion, the infusion device would turn off. She also reported insulin absorption issues. She changed the infusion set and continued to experience elevated blood glucose. She stated that she is using much less insulin while using the insulin pen compared to the infusion device. She found insulin had been spilled in the cartridge compartment of the infusion device. Her physician does not believe the infusion device is delivering insulin correctly. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.